Event description:
It was reported that during a procedure to treat a stenosis in an av graft in the left upper arm, the physician had difficulties removing the inner catheter and tip through the deployed stent graft. The physician began the procedure by using three different pta balloon catheters to dilate a 99% focal stenosis at the target site. The physician successfully crossed the stenosis and deployed the stent graft. Allegedly, immediately after deployment, the lesion exhibited elastic recoil over the stent graft, making the removal of the tip through the stent graft prior to re-ballooning very difficult. During retraction of the delivery system, the tip of the device got stuck at the proximal part of the stent graft. The use of stiff guidewires and re-sheathing did not facilitate removal. The treatment area was then massaged externally and the catheter was removed from the pt without further difficulties. Imaging taken post stent graft dilatation showed excellent results. There was no injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.